Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a soft, 90% stenotic lesion in a minimally tortuous left circumflex coronary artery. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 20/2.5 balloon catheter to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.